Event description:
It was reported that 3 days post op, the drain tube of the cbc ii was removed. During removal, resistance was felt. It was stated that the drain tubing may have been stitched in. Following removal, an x-ray was taken, and a tubing fragment approx 1.2 cm in size was seen. It was decided by the pt and the surgeon to leave the fragment in situ. The pt was discharged and will follow up with periodic x-rays to see if the fragment is holding in place. The surgeon believes that due to the small size of the fragment, scar tissue will build up and lock the fragment in place. The pt has exhibited no sign of infection and has not been prescribed any additional medication due to this event.

Manufacturer narrative:
The device was discarded at the account. The lot number supplied is from a device that was received at the same time as the device of interest. It is not known if this lot number correlates to the device in this report. If additional info is received regarding this event, a follow up report will be filed.